Manufacturer narrative:
The insulin pump alarmed for a motor error during the basic occlusion test due to a faulty force sensor resistor. The functional testing could not be completed due to this alarm. The insulin pump had normal operating currents and passed the reset error test. The motor was tested outside of the device and passed. The insulin pump was received with minor scratches to the display window, cracked display window, cracked case at the display window corners, cracked battery tube threads, a broken reservoir tube lip and a missing reservoir tube seal.

Event description:
The customer reported via telephone call that the insulin squirted out during the manual prime and that the insulin pump alarmed for a compromised force sensor system. The blood glucose reading was 340 mg/dl. The drive support cap was normal and recessed. The customer believed the insulin to be bad and treated with a manual injection. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.